Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a sensor error for more than 3 hours after which the experienced a hyperglycemic event. The patient would have experienced diabetic ketoacidosis, the mother called the emergencies, and the patient was brought to the hospital. The patient received intravenous treatment and was admitted in the ICU for 3 days after she was transferred to a normal department. The patient was discharged after spending 6 days at the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.